Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed batt test. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer continued to experience battery failed alarms after inserting a new battery with the new battery cap. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. No failed battery test alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, pillowing keypad overlay and stained keypad overlay. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 15-oct-2024 in the pump history file. On (B)(6) 2024 23:42:00.000, alarm alert notification (40), fault number: lost sensor 1 alert (780), on (B)(6) 2024 23:52:00.000, alarm alert notification (40), fault number: lost sensor 1 alert (780), on (B)(6) 2024 19:12:00.000, alarm alert notification (40), fault number: lost sensor 1 alert (780), on (B)(6) 2024 20:06:00.000, alarm alert notification (40), fault number: lost sensor 1 alert (780), on (B)(6) 2024 10:30:36.000, alarm alert notification (40), fault number: main processor communication alarm (4), on (B)(6) 2024 10:30:36.000, alarm alert notification (40). (File number: (B)(4), line number: 101), on (B)(6) 2024 10:30:39.000, alarm alert notification (40), fault number: failed batt test (58), (note there were multiple failed batt test (58) alarms were listed between on (B)(6) 2024 10:30:39.000 to on (B)(6) 2024 11:44:28.000.), on (B)(6) 2024 11:44:28.000 alarm alert notification (40), fault number: failed batt test (58). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. According to the software r&d pump analysis log, pump error 53 (file number: (B)(4), line number: 101) and pump error 4 are due to a software error. Lost sensor alert - not confirmed. Pump error 4 - confirmed. Pump error 53 - confirmed. Failed batt test alarm - not confirmed. Failed battery test alarm was not observed during analysis and passed all required testing. Failed battery test alarm not confirmed. Pump error 4 - confirmed. Pump error 53 - confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.